Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The field service engineer reported that the system displayed a filament regulator error message during a procedure. No pt injury was reported.